Manufacturer narrative:
The pacemaker complained about and the lead complained about were returned for analysis. During the pacemaker analysis, the device underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. The device memory also documented that the implantation was first successfully concluded on (B)(6) 2017 with bipolar lead configuration. On (B)(6) 2017, the implant showed both a bipolar and also a unipolar lead error due to the decontacting of the leads as a consequence of the lead revision. According to this, the pacing polarity was unipolar. In general, the documented lead error is displayed until the implant is reprogrammed and interrogated again. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies during this test. The device did not show any limitations of the capability to provide therapy. During the inspection of the lead, no deviations from the technical specifications were found, which could be related to the clinical complaint. The lead proved to be in conformance with specifications and without defects. Especially the measurement values of the electrical analysis were within the technical specification. No anomalies could be detected during the performed screw tests. The manufacturing process of the devices was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, the devices were without defects during the analysis and within specifications both regarding the connection system and the electronics. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - this ra lead dislodged. It was explanted and replaced. The physician decided to exchange the pacemaker at the same time as well.